Event description:
It was reported that the patient only experienced stimulation when laying down. No stimulation effect was ever felt while standing up. Therefore, the patient experienced no therapeutic benefit. It was also reported that the patient underwent reprogramming, but that it caused stimulation in the wrong location (breast area) and was not successful.

Manufacturer narrative:
(B) (4).